Event description:
Customer reported that his insulin pump's pressure was not working. The customer stated he had ran a self test and his insulin pump passed. The customer's blood glucose was unknown. Troubleshooting assisted the customer with a high pressure test. The customer stated the insulin pump did not alarm when it was less than 5 units. A second high pressure test also yielded the same result. The insulin pump did not alarm no delivery. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.